Event description:
Baxter (B)(4) received a report that an intermate leaked "at the end of the tubing of the device, next to the patient access" before patient use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation with fluid inside the bag that enclosed the sample which suggested leakage has occurred. The reported condition of a leak was confirmed. Visual examination of the unit noted that the tubing was broken at the junction of the luer post. The edge of the broken the tubing was jagged and a portion of the tubing still remained inside the luer post. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause of the confirmed leak was determined to be broken tubing at the luer. The root cause of the broken tubing was due to a manufacturing defect.